Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent esc and act button response due to corroded keypad traces. The insulin pump was received with a minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window, and cracked pump belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer stated that she was outside working and the device was in her pocket. The customer's blood glucose was 56 mg/dl. The customer did not observe any other significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.